Event description:
The medic responded to a sudden cardiac arrest at a senior citizen residence where a pt complained of chest pain and collapsed in the lobby. The victim appeared thin, emaciated and dehydrated. The pt presented with venticular fibrillation and was defibrillated into ventricular tachycardia. An IV was started and epinephrine and atropine were given. The autopulse was applied and started without any difficulty. The medic was in a confined space and could not visualize the opposing chest belt. The medic ran the device for nearly 15-20 minutes, stopping to shock and check for pulses. At one time they were able to shock the pt from a ventricular tachycardia to a junctional rhythm. While the device was running the chest compression assembly separated at the seam resulting in a malfunction. The medic continued to perform manual CPR for an add'l 5 minutes and then pronounced the pt's death. The medic did not believe that the malfunction contributed to the pt's death since the pt's heart rhythm had degraded to a non-life sustaining rhythm. Both the platform and the cca were returned to the company for an investigation.